Event description:
This spontaneous case was reported by a nurse and describes the occurrence of uterine perforation ("right essure device extends from the right fallopian tube proximally into the endometrial cavity / uterine perforation") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and uterine haemorrhage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation and uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage and uterine perforation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): saline infusion sonogram - on an unknown date: right essure device extends from the right fallopian tube proximally into the endometrial cavity. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.